Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings when scanning the adc freestyle libre sensor compared to an hcp meter. The customer, who is a nurse, while at work on (B)(6) 2019, the customer obtained a scan of 6.7mmol/l and experienced difficulty walking, dizziness, and became confused and was unable to treat himself. A blood glucose of 4.5 mg/dl was obtained from and hcp meter and the customer was treated with "dex 4 sugar tab." There was no report of death or permanent injury associated with this event.

Event description:
A customer reported higher readings when scanning the adc freestyle libre sensor compared to an hcp meter. The customer, who is a nurse, while at work on (B)(6) 2019, the customer obtained a scan of 6.7mmol/l and experienced difficulty walking, dizziness, and became confused and was unable to treat himself. A blood glucose of 4.5mg/dl was obtained from and hcp meter and the customer was treated with "dex 4 sugar tab." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.